Manufacturer narrative:
The case description states that the user was unable to bolus due to it being greyed out. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the ios log files shows that on the date of occurrence, the user was able to successfully navigate to the bolus calculator screen from the home page. Once in the bolus calculator screen, it was observed that the "use sensor" button was not pressed during this time and a bolus was not delivered. However, the user was shown to be able to navigate through the bolus calculator and use the "use sensor" option in order to program and start a bolus on previous days. On the date of occurrence, the user was shown to have valid estimated glucose values (egvs) after entering the bolus calculator. No abnormalities were seen in the log files that would cause the user to be unable to complete bolus programming to deliver a bolus. The exact cause of the reported event could not be determined. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient changed the pod and it did not connect with the sensor. Additionally, the smartbolus calculator option was grayed out. Blood glucose levels were reported to be 356 mg/dl. No medical intervention was necessary.